Event description:
A healthcare facility in (B)(6) reported that mr290 autofeed humidification chambers were not automatically filling properly and were "going dry".

Manufacturer narrative:
(B)(4). A complaint mr290 chamber is expected to be returned to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: a complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. Two lot numbers were provided: 110511 and 110518. Results: a lot check did not reveal any other complaints for the issue as reported by the customer. Conclusion: without a device for evaluation, we were unable to determine what had caused the problem as described by the customer. We have received other complaints of this type but when we have evaluated the chambers sent back for testing we have found that the water was auto-filling but with a lower level than the customer was accustomed to seeing. If some water is feeding into the chamber there should not be a problem as the chamber is able to function normally provided there is sufficient water to cover the base. Our user instructions that accompany the mr290 chamber state: ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A healthcare facility in (B)(6) reported that mr290 autofeed humidification chambers were not automatically filling properly and were "going dry".